Event description:
A malfunction on the pump was reported, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump would be sent with updated software, and they were provided instructions to store the malfunctioning pump and return it to tandem without incurring charges. The customer acknowledged the need to contact their health care provider for backup therapy, program their settings, and connect their continuous glucose monitor to the replacement pump.